Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this failure mode. The sample was returned for eval. Based on the condition in which the sample was returned, the investigation is confirmed for a loss of bond between the balloon leg (catheter segment with inflation hub attached) and the y-connector. The loss of bond was likely perceived by the customer as a break. Therefore, the investigation is unconfirmed for break. It is unk if pt and/or procedural issues contributed to the reported event. The definitive root cause could not be determined based upon the available info. The instructions for use (IFU) provide general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter was broken at the connection point of the y-connector and the inflation hub catheter. There was no pt involvement.